Event description:
Caller states that the following results were performed on the same device within mins: 99mg/dl, 398mg/dl, and 100mg/dl. No adverse event reported and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.